Manufacturer narrative:
Of the reported ten malfunctions, lot number were provided for four malfunctions and the lot history review were performed. The samples were not returned to the manufacturer for inspection/evaluation; however; medical records were received for nine malfunctions. Therefore, the investigation is confirmed for the reported migration, malposition of device and perforation for nine malfunctions and for one malfunction investigation is inconclusive for the reported migration, malposition of device and perforation. Based on the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. (Corporate lot no: gfse4200, unknown).

Event description:
This report summarizes ten malfunctions. A review of the reported information indicates that model rf310f vena cava filter allegedly experienced detachment, malposition of device and perforation. These information's were received from a various sources. All ten malfunctions involved patient with no patient consequences. Of the ten patients, three were male and six were female, nine patients age ranged from 27-81 years and two patient weighs (B)(6) lbs. Remaining patient details were not provided.